Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a px slim delivery microcatheter (px slim). During the procedure, the physician inserted another manufacturer's parent catheter into the target vessel before attempting to insert the px slim through it. While inserting the px slim coaxially into the parent catheter with a micro guidewire, the physician experienced resistance when approximately three centimeters of the px slim was pushed out from the tip of the parent catheter. Subsequently, the px slim was unable to advance any further and was removed. The procedure was then successfully completed using another manufacturer's microcatheter, pod coils, penumbra coil 400 coils (pc400 coils) and another manufacturer's coils. It should be noted that the patient had an excessively tortuous splenic artery. There was no report of an adverse effect to the patient.